Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that power connector receptacle at the back of the defibrillator is damaged. There was no reported patient involvement.